Event description:
It was reported that a standalone monofocal intraocular lens (iol) with a scratch on the optic was implanted. The lens remains implanted. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - email address: unknown/not provided, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, a photograph was provided by the customer for evaluation. The picture shows a pseudophakic eye implanted with a lens claimed to be a tecnis eyhance iol (model icb00). The image shows crack-like mark (triangle-shaped) located in the optical center of the lens. Due to the mark¿s location, it is possible to cause visual issues/disturbances in the event the lens remains implanted; however, a definitive clinical impact and the root cause of the reported event cannot be determined from a picture assessment. The complaint issue "cosmetic issues" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.